Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported by distributor per account that these sutures have been consistently breaking during procedures, causing waste and frustration for the customer. This is spanning multiple lots and has been happening for quite a while. There are no injuries or adverse event reported. Devices are available for return. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 4/17/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: how many procedures/patients were affected by this issue? Answer: maybe 6-10 patients. How many devices demonstrated the alleged deficiency on each involved patient event? Answer: 6-10 sutures have broken. When did the alleged deficiency occur (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? If different, please explain. During passage through tissue / during tying. It keeps popping odd just straight off the needle and there's no reason why it should be doing that is this device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number) answer: return kit send to (B)(6). Address: (B)(6). Follow-up (e.g. Nurse, surgeon, risk manager). (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch 10bdz8 , batch 10azmt , batch 10ahg3.